Event description:
A report has been received from a peritoneal dialysis facility. It was reported that the entire adapter and transfer set fell off the pt's catheter leaving the system open to infection, it has been learned that the pt had this set placed while in the hospital, as a procedure in the or when the initial peritoneal dialysis catheter was placed. The adapter just feel off. The rn reported that the md wants this sample sent in to find out if this is a technique related issue or a product related issue. As a result of this event, the pt received one dose of antibiotic for the possible contamination and has been fine since. A new co-pack adapter has since been applied with no further ill effect from this event. The pt is reportedly fine and is able to continue peritoneal dialysis with no further ill effect at this time. The sample is available. The lot number is unk.